Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr) with a restricted posterior leaflet and tethering of both leaflets. The first clip was advanced into the anatomy, however after several unsuccessful attempts to grasp the leaflets, a tear I the posterior leaflet was observed. The clip was withdrawn to the left atrium to better evaluate the valve and confirm the damaged to the leaflet. The clip was removed from the patient anatomy. It was decided to use a xtw clip in order to stabilize the lack of continuity of the leaflet the tear caused. Two clips were implanted, reducing mr to a grade of 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is due to challenging patient anatomy, per case details. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.